Event description:
It was reported that the patient is being considered for a hip revision to implant a custom triflange for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.